Event description:
Patient undergoing right pneumonectomy. Physicians attempted to staple the right inferior pulmonary vein. The multifire endo gia 30 (2.5) misfired and cut the vessel but did not fully staple the vessel. A representative from cardiothoracic team was summoned to perform bypass pump so they could perform the repair and proceed with the surgery.